Event description:
It was reported that on (B)(6) 2018, the patient's ams700 inflatable penile prosthesis (ipp) was removed and replaced due to erosion in penis. A 18cmx12mm inflatable penile prosthesis was implanted at this time. No further patient complications were reported in relation with this event.